Event description:
Pt as one week postop with drain placement. Two days prior to event, she noted a change in the character of the suction of the drain and a stop in output. When the drain was removed in the office, it was clear that a portion of it was separated and stayed behind. An x-ray was performed and an attempt to retrieve the separated portion was done but surgery was required to remove the retained portion of drain. FDA safety report ID# (B)(4).